Event description:
The customer called to report that she felt the insulin pump was not delivering the basal rates. The customer experienced blood glucose levels over 300 mg/dl during the day. When delivering a bolus, her blood glucose levels would come down. When no boluses were delivered, her blood glucose levels would elevate. The customer declined troubleshooting, and stated she would monitor the insulin pump and call back if problems continued. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.